Manufacturer narrative:
Two bivona® tts¿ tracheostomy tubes were returned for analysis in used condition. Upon visual inspection, the shaft was separated from the connector, the wire was exposed, and the adhesive was attached to the connector. Relevant documents and the manufacturing process was reviewed and deemed adequate. A review of the assembly process was performed; no discrepancies found. Verification of the molding process of 32 units was done; no discrepancies were found. Based on the evidence, the complaint was confirmed. However, the root cause is unknown. It was thought that the most probable root cause is that damaged occurred after the product left the shm facility.

Event description:
Information was received indicating that the tip of a smiths medical portex® bivona® tts¿ tracheostomy tube was observed to be cracked; exposing the wire inside the tube. Subsequently, the patient had to be re-intubated. There were no reported adverse effects.